Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the endoeye flex 3d deflectable videoscope displayed error e238, (endoscope communication error). The reported issue occurred during preparation for use before the patient was in the room. There were no reports of patient harm or injury. .

Manufacturer narrative:
Updated: b5, d4, d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the customer¿s allegation of error messages was not reproduced. Based on the results of the investigation, a definitive root cause could not be identified. It is likely that an electrical contact failure occurred by accumulated electrical stress to image sensor on image sensor unit by energizing, accidentally applied static electricity, over current from attachment/detachment while the system was on, etc. Which led to unstable image signal output due to the above negative effect. Then, the unstable electrical connection caused breakage of the image sensor. The events are detectable/preventable by handling the product in accordance with the following IFU. ¿ltf-s190-5 IFU: operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system.¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.